Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and mesh were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/1/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent laparoscopic incisional hernia repair (parietex mesh) on (B)(6) 2015 due to complex incisional hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to pop. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2008 by due to pelvic organ prolapse. No additional information was provided.